Event description:
Medwatch report received on 10/03/02 reported: the patient was undergoing surgery (cervical laminectomy) and there was difficulty in getting a blood pressure reading from a cuff placed on the pt's left arm. The nivp hose was disconnected and attached to a second cuff placed on the leg. The cuff on the left arm was not removed. There was continuing difficulty in obtaining a blood pressure reading, therefore, the care team was going to switch to a cuff on the right arm. At this time, it was discovered that the left arm was swollen. Subsequent surgeries were necessary to mitigate the injury.